Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detached from hub event on (B)(6)2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.